Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the up arrow button hesitates very often and the customer has to press it at least 10 times before the button reacts. Customer stated that the other buttons work fine. Customer stated that the problem has existed for 2-3 months. Customer's blood glucose was 2.9 mmol/l. Customer stated that the pump case looks okay and the self-test was okay. There were no scratches or other damage. Customer's mother thinks the customer's blood glucose was very low because of sensor use. Customer's mother agreed to replace the pump.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted.